Manufacturer narrative:
The monitoring board cable was replaced, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2005. The month of manufacture was unavailable at time of MDR filing.

Event description:
The ge healthcare service representative reported that monitoring board cable was cut, preventing mechanical ventilation. There was no report of patient involvement.